Manufacturer narrative:
Date sent to the FDA.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent surgery on (B)(6) 2018 during which the surgeon noted extremely painful bulge and palpable mesh in the left groin. The surgeon dissected the eternal oblique fascia off the old mesh, removed the anterior portion of the mesh and excised a very large and hard mesh ball that went directly through plaintiff¿s internal ring. It was reported that the patient experienced chronic pain, discomfort, dyspareunia and bowel issues. No additional information is provided.